Event description:
It is reported that the customer had low blood glucose levels of 57 mg/dl. The customer reported a crack across the middle of the display of the insulin pump. The customer reported bumping the insulin pump into the bathroom sink. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.